Event description:
It was reported via user facility medwatch (B)(4) that a patient on hemodialysis (hd) may have experienced a dialyzer reaction to the fresenius optiflux 180nre dialyzer on (B)(6) 2024. Additional information was obtained through follow-up with the facility administrator (fa) who filed the report. There were no visible defects with the fresenius dialyzer in use, according to the fa. The patient¿s dialyzer reaction was characterized by shortness of breath, itching, and restlessness approximately fifteen minutes into hd treatment. The patient¿s pre-treatment vitals were recorded as bp 200/100, pulse 74, rr 18, temp. 97.6. The dialyzer in use at the time of the event (lot number unknown) was discarded and was not available to be returned for evaluation. In response to the symptoms, the patient was treated with diphenhydramine 50mg intravenous (IV), given oxygen, and the treatment was interrupted (discontinued with the fresenius dialyzer and blood was not rinsed back). The patient¿s symptoms resolved, and the treatment was restarted using a cellentia 17 dialyzer per physician order. The patient completed the dialysis treatment without further incident and returned home alert and oriented (did not require hospitalization). The patient¿s post-treatment vitals were recorded as bp 156/77, pulse 68, rr 19, temp. 97.3. The patient subsequently resumed normally scheduled hd treatments with the cellentia 17 dialyzer (not a fresenius product). However, per the fa, the patient has continued to experience ongoing/intermittent itching during treatment using the cellentia dialyzer. Additionally, the patient has even experienced itching at home. On (B)(6) 2024, the patient¿s dialyzer was switched again to the gambro revaclear dialyzer for intermittent episodes of itching requiring benadryl per standing orders. It was stated that the patient¿s nephrologist will be referring the patient to an allergist due to ongoing symptoms of itching also at home while not on dialysis. The fa stated that the medwatch report was filed to cover all possible causes for the patient¿s itching. It could not be confirmed if the patient had a true dialyzer reaction as it was suspected only.

Manufacturer narrative:
The u.s. Food and drug administration MDR data systems team contacted the user facility. The user facility stated that ¿the related report was a "suspected allergy" which was ruled out by the physician. The report was erroneously completed in error, please discard it and cancel the case.¿ based on the additional information this report does not meet criteria of a reportable event and there will be no further updates on 1713747-2024-00585.

Event description:
It was reported via user facility medwatch (B)(4) that a patient on hemodialysis (hd) may have experienced a dialyzer reaction to the fresenius optiflux 180nre dialyzer on (B)(6) 2024. Additional information was obtained through follow-up with the facility administrator (fa) who filed the report. There were no visible defects with the fresenius dialyzer in use, according to the fa. The patient¿s dialyzer reaction was characterized by shortness of breath, itching, and restlessness approximately fifteen minutes into hd treatment. The patient¿s pre-treatment vitals were recorded as bp 200/100, pulse 74, rr 18, temp. 97.6. The dialyzer in use at the time of the event (lot number unknown) was discarded and was not available to be returned for evaluation. In response to the symptoms, the patient was treated with diphenhydramine 50mg intravenous (IV), given oxygen, and the treatment was interrupted (discontinued with the fresenius dialyzer and blood was not rinsed back). The patient¿s symptoms resolved, and the treatment was restarted using a cellentia 17 dialyzer per physician order. The patient completed the dialysis treatment without further incident and returned home alert and oriented (did not require hospitalization). The patient¿s post-treatment vitals were recorded as bp 156/77, pulse 68, rr 19, temp. 97.3. The patient subsequently resumed normally scheduled hd treatments with the cellentia 17 dialyzer (not a fresenius product). However, per the fa, the patient has continued to experience ongoing/intermittent itching during treatment using the cellentia dialyzer. Additionally, the patient has even experienced itching at home. On (B)(6) 2024, the patient¿s dialyzer was switched again to the gambro revaclear dialyzer for intermittent episodes of itching requiring benadryl per standing orders. It was stated that the patient¿s nephrologist will be referring the patient to an allergist due to ongoing symptoms of itching also at home while not on dialysis. The fa stated that the medwatch report was filed to cover all possible causes for the patient¿s itching. It could not be confirmed if the patient had a true dialyzer reaction as it was suspected only.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between hd treatment utilizing the fresenius optiflux 180nre dialyzer and the patient¿s symptoms of shortness of breath, itching, and restlessness consistent with a possible adverse event of allergic/hypersensitivity reaction to the dialyzer. The patient was treated per standard of care and did not experience any other adverse effects or require any additional medical intervention. However, the patient continued to experience itching with use of other dialyzers (not fresenius products) while on hemodialysis, as well as, reports of itching at home. The actual sample of the optiflux 180nre dialyzer used during the event has reportedly been discarded and the device will not be returned to the manufacturer for analysis. However, there were no reported visible defects with the dialyzer in use. Literature review demonstrates that it is well-documented that patients on hemodialysis may experience hypersensitivity and allergic reactions to various types of dialyzers due to differences in dialyzer membranes and/or sterilant. Moreover, the fresenius optiflux 180nre dialyzer manufacturer instructions for use document that side effects of hypersensitivity reactions may occur with use of the product. Therefore, the product cannot be completely excluded and may be a potential causal factor given the known potential side effect of an allergic reaction while using the optiflux 180nre dialyzer.